Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced adams-stokes attack and fainted. Electrocardiogram showed a third degree block. The patient's electrode showed undefined high impedance. The physician suspected it might be caused by the device. The device was re-connected to the electrode. The device remains in use. No further patient complications have been reported as a result of this event.